Event description:
During a procedure using the sinergy probe kit to treat a pt suffering from an osteoid osteoma in the margo interior of the left tibia, the probe overheated. The pt suffered tissue scarring. The procedure was aborted. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under MFR report number: 1033422-2013-00011.

Manufacturer narrative:
The probe (sip-17-75-4) and companion introducer were returned to the MFR for analysis. The probe was tested in the laboratory and passed temperature tests (room temperature, tip temperature, hi setpoint temperature), electronic function (continuity), and pain management generator (pmg) function. The testing on the introducer is ongoing. If any add'l relevant info is identified following completion of the DHR review or once samples are evaluated, the add'l relevant info will be submitted in a supplemental report. As per the directions for use, the sinergy cooled radiofrequency (rf) kit, in combination with the radiofrequency (rf) generator (pmg-115-td/pmg-230-td) is indicated for use to create rf lesions in nervous tissue. Info for this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.